Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on an unknown date. On the third day of the patient's radiation treatment, the patient reported a feeling of pressure near his tailbone, and a computed tomography (CT) scan found air/gas bubble in the prostate and possible hydrogel in the prostate capsule. The air bubble was not seen on the original CT. During a further analysis of the CT scans, it was suspected that the patient experienced an abscess in the peri-rectal space. Therefore, the radiation treatment was delayed until resolved.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 04/09/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.